Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, customer continued to use the pump for insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.